Event description:
It was reported that the patient complained of discomfort. It was determined that the device had laterally migrated and was wandering through the breast of the patient. The device was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and PMA/510k cannot be determined. (B)(4).